Event description:
It was reported by customer there was a leak at the luerlock connector level. A chemotherapy infusion was in progress, gemcitabine, no other drugs were infusing. The nurse tried to change the glow plug, but the flow continued thereafter. The team therefore had to manage a spill of chemotherapy drug on the patient and the needle had to be changed. Fortunately, no impact on the patient's skin. Needle containing chemotherapy created a spill of chemo on the user. No consequences for the user.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 20 ga x 0.75 in. Powerloc max infusion set with y-site was returned for evaluation. An initial visual observation revealed some use residues throughout the returned sample. It was observed that the safety mechanism was engaged upon the return of the infusion set. Two needleless injection caps were returned attached to each luer. A functional test of attempting to infuse water into each luer using a 12 ml syringe revealed nothing remarkable as the infusion set did not show any signs of leaking. The safety mechanism was subsequently disengaged to pressurize the infusion set. A functional test of attempting to pressurize the infusion set with water using a 12 ml syringe for each luer revealed the infusion set did not show any signs of leaking. Because the device didn¿t leak during functional testing, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer there was a leak at the luerlock connector level. A chemotherapy infusion was in progress, gemcitabine, no other drugs were infusing. The nurse tried to change the glow plug, but the flow continued thereafter. The team therefore had to manage a spill of chemotherapy drug on the patient and the needle had to be changed. Fortunately, no impact on the patient's skin. Needle containing chemotherapy created a spill of chemo on the user. No consequences for the user.